Event description:
The following was reported: "the physician reports that an incident occurred during a surgical procedure at (B)(6) hospital. The ui500 unit failed during insufflation. The healthcare professionals believe that the flow and pressure settings configured on the insufflator do not match the actual output delivered by the device. The surgery was completed successfully; however, the patient experienced an adverse event afterwards, specifically subcutaneous emphysema. Additionally, the subcutaneous emphysema progressed to pneumoperitoneum. However, no surgical or additional intervention was required, and the patient is evolving satisfactorily.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).